Manufacturer narrative:
D6b: added explant date h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary pdi/ major bleed: the cause of the bleed at the access site was not determined due to insufficient clinical details.

Event description:
A male patient underwent elective placement of an impella 5.5 device via direct surgical access to the right side of the aorta, with the pre-support clinical state documented as scai shock stage d. The device implanted on (B)(6) 2026 at 14:05 and remains on support at the time of this report. During the clinical course, the patient experienced bleeding from venous grafts at the aorta, for which multiple blood products were administered. There was no allegation of device malfunction and no implication of the impella system in the bleeding event per the reporting source. The patient remains on support at the time of reporting. This event is likely attributed to a clinical complication related to surgical graft bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.